Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 10, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 11, 3331, 213, 67) the returned sample was inspected upon receipt with no visual anomalies observed. Three samples were put into series. The first was the returned sample, next was the retention sample from the same manufactured lot and the third was a control. The control was used as the heat exchanger to warm the water bucket. The heater cooler was set to 37c. The temperature of all three samples was taken at the thermistor. The temperatures measured between 37 to 37.1c. After 30 minutes of running, the temperature was taken again, and all three units read 37c. To confirm the water temperature, an inline thermometer was installed in the circuit which read 37c during the entirety of the test. The evaluation was found to function as intended. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the arterial temperature is lagging way behind the bladder temperature in the heater cooler water temperature. Per the hospital, they had approximately 10 each oxygenator where the arterial temperature is lagging way behind the bladder temperature in the heater cooler water temperature. The disparity in temperature was being reported and most notably when rewarming the patient. The water temp goal (set point) was 38.7 the actual water temp was 38.5. The bladder temp was 35.7 and the arterial temp was 34.7. They were able to raise the bladder to 37 degrees but the arterial temp from oxy arterial outlet would not go above 34.7. *no health consequences or impact *product was not changed out *procedure completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: 81 - evaluation is in progress, but not yet concluded.